Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d4: lot number and expiration date added. D9: device returned. H3, h4, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found to be broken from the edge of the polymer. The broken fragment was not returned for evaluation. The reported allegation can be confirmed. This type of damage is consistent with other tools and hard edges coming in contact with the device a dimensional inspection was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the zero-p va cage convex h5 peek would contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part number: 04.647.135s lot number: 47p1764 manufacturing site: mezzovico release to warehouse date: 03 apr 2020 expiration date: 01 mar 2030 a manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. Corrected data: g1: manufacture site updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in portugal as follows: it was reported that during a procedure on march 15, 2024, the zerop va cage was perfectly inserted. When they were putting the screw, the plate detached from the peek cage part. And it looks that something was broken. Neither different movement nor strong hammering was done. Another implant was used to complete the procedure. There was no surgical delay. The procedure was successfully completed. There was no patient consequence. This report is for one (1) zero-p va implant 5mm height convex-sterile this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.